Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via a phone call, the insulin pump works when it wants to work. Customer has been experiencing high and low blood glucose levels, and has been treating with manual injections. Customer experienced a high blood glucose of 600 mg/dl. Customer was attempting to set up a bolus and when she entered the information no amount will be given. Troubleshooting was performed for the bolus wizard anomaly. Customer stated the food and correction bolus was incorrect. Customer was advised to review the values with her health care doctor. Customer declined troubleshooting for high blood glucose but a tubing clamp was sent to her so she can call back to perform the high pressure test. Customer is not returning the device for analysis.